Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming low fio2. The customer stated there was a customer on the ventilator when this issue occurred. It is currently unknown if there is any patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a faulty o2 sensor. The technician replaced the o2 sensor and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.